Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has two ipg's implanted. This issue pertains to the cervical ipg. It was reported the patient experienced loss of stimulation sometime in (B)(6) 2016. The sjm representative was unable to communicate with the ipg using external devices. Several attempts were tried to no avail. Subsequently, surgical intervention was undertaken on (B)(6) 2016 wherein the ipg was explanted and replaced. Stimulation was restored post-operatively.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The CAPA was initiated on 2016-02-23 to address the issue in which the ipg experienced loss of power, causing the patient to lose pain relief requiring replacement of the device. Investigation is currently in progress. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.